Manufacturer narrative:
The actual device was returned without an alleged malfunction. During service and repair pre-testing, it was observed that the device did not meet manufacturing specifications. Reliability engineering evaluated the device and the reported condition was confirmed. Evidence indicates this was due to improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
During service and repair pre-testing, it was observed that the motor device was running at a high temperature. The evaluation occurred in pre-testing; this event is not related to surgery. There were no injuries or medical intervention associated with this event. No additional information was provided.